Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
This report is based on information provided by philips field service engineer (fse) and remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, which indicated speaker deterioration. The device was not in clinical use at the time the issue was discovered, and there were no reported patient impacts or injuries. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.